Event description:
When clinician was attaching another medication for infusion noted the tubing and bag were empty and infusing air into pt's central line. Eight cc air aspirated immediately. The air eliminating filter did not sense the air thus failing and allowing air to be infused to the pt. Pt complained of pain in throat radiating to midsternal chest, restlessness and he was pale. Md determined he suffered an air embolism.